Event description:
It was reported that the ilet bionic pancreas did not charge as expected and the displayed battery percentage decreased while on the charging pad, consistent with a premature battery discharge and involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information, including photos showing a flashing green light while on the charger. Investigation of this case revealed an energy storage system problem consistent with a battery-related issue and premature discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.